Manufacturer narrative:
A complete analysis and testing of the sensors showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that his reservoir was leaking past both o-rings. The customer's blood glucose level was 57 mg/dl. Customer reported that after a day of wearing the insulin pump, there were big air bubbles present in the reservoir. Nothing further was reported.